Event description:
The patient had been complaining of pain at the pump site for several months. He had seen the physician periodically with this complaint. The physician agreed to reposition the pump, but was doubtful that the discomfort was related to the pump. On (B)(6) 2015, the pump was moved higher in the patient¿s abdomen. There was no obvious problem noted at the time of the surgery. Nothing was removed or replaced. The patient was discharged home. The device system was delivering baclofen and fentanyl. It was noted that the patient was moving out of state, so it was unlikely that the physician would be seeing the patient again.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).